Event description:
Legal counsel for patient reported patient underwent right total hip arthroplasty on (B)(6) 2003 and left total hip arthroplasty on (B)(6) 2003. Legal counsel reports patient allegations of metallosis, metal poisoning, elevated metal ion levels, pain, lack of mobility, discomfort, soreness, dysfunction, loss of range of motion, swelling, inflammation, and damage to surrounding bone and tissue. Subsequently, patient was revised on the left side (B)(6) 2007 due to alleged loosening of the cup. It was further reported patient underwent a left revision procedure on (B)(6) 2009. No revision procedure for the right hip has been reported to date. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 5 of 5 mdrs filed for the same event (reference 1825034-2014-03965 / 03969).

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported patient underwent right total hip arthroplasty on (B)(6) 2003 and left total hip arthroplasty on (B)(6) 2003. Legal counsel reports patient allegations of metallosis, metal poisoning, elevated metal ion levels, pain, lack of mobility, discomfort, soreness, dysfunction, loss of range of motion, swelling, inflammation, and damage to surrounding bone and tissue. Subsequently, patient was revised on the left side (B)(6) 2007 due to alleged loosening of the cup. It was further reported patient underwent a left revision procedure on (B)(6) 2009. No revision procedure for the right hip has been reported to date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Operative report received noted patient underwent a left hip revision on (B)(6) 2007 due to a fractured pelvis. Revision operative report noted the presence of a hematoma. The modular head and acetabular cup were removed and replaced. An additional left revision procedure was performed on (B)(6) 2009. Revision operative report noted the presence purulent-appearing fluid which represented a reaction to the loose implant and allograft bone previously implanted and a loose acetabular cup. The acetabular cup was removed and replaced. The modular head could not be removed and the stem was well fixed therefore the head and stem remained implanted.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported patient underwent right total hip arthroplasty on (B)(6) 2003 and left total hip arthroplasty on (B)(6) 2003. Legal counsel reports patient allegations of metallosis, metal poisoning, elevated metal ion levels, pain, lack of mobility, discomfort, soreness, dysfunction, loss of range of motion, swelling, inflammation, and damage to surrounding bone and tissue. Subsequently, patient was revised on the left side (B)(6) 2007 due to alleged loosening of the cup. It was further reported patient underwent a left revision procedure on (B)(6) 2009. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Operative report received noted patient underwent a left hip revision on (B)(6) 2007 due to a fractured pelvis. Revision operative report noted the presence of a hematoma. The modular head and acetabular cup were removed and replaced. An additional left revision procedure was performed on (B)(6) 2009. Revision operative report noted the presence purulent-appearing fluid which represented a reaction to the loose implant and allograft bone previously implanted and a loose acetabular cup. The acetabular cup was removed and replaced. The modular head could not be removed and the stem was well fixed therefore the head and stem remained implanted. Additional information received reports patient underwent a right hip revision (B)(6) 2014 for an unknown reason. It was further reported that the head was removed and replaced.